Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime/delivery test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer's father reported via phone call that the insulin pump had a motor error alarm during bolus. The customer's father stated that this was the second motor error alarm in about a month. Customer's father did not recall any significant events leading up to the motor error alarm. Blood glucose level was 160 mg/dl at the time of the call. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.